Event description:
The pump was used to deliver baclofen.

Event description:
It was reported that after the replacement surgery, they managed to leave a piece of plastic from the catheter on the top of their backbone making a huge lump and causing pain. It was stated they noticed this lump about 1 month afterthe replacement surgery. It was noted the pump was working, but they were told to have another surgery to move the lump over to the side where ¿they never had lumps before.¿ it was stated they did the revision during (B)(6) 2014, and they now had a giant mound on the side of their spine. It was stated this was better than having the lump on the tailbone, but now it didn¿t work. It was stated they did not know ¿what they did¿ but everyone who tested their spasticity and from her own experience said they were not getting baclofen out. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. It was noted that this was the patient's 3rd operation since (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated the patient was dissatisfied with not being able to resolve the outcome of her pump surgeries. The patient was also dissatisfied with being referred to other specialists, but her current healthcare provider network wouldn¿t allow the patient to see anyone outside of her network. The consumer requested company notes from the representatives and patient services consultant along with pictures and standards that were used. The consumer also requested a diagram of the pump tubing. The consumer was going to follow-up with the patient¿s healthcare provider. The patient had an appointment with her physician on (B)(6) 2014 and it was noted that company representatives were present at the appointment. It was also noted that company representatives were present at the patient¿s appointments and surgeries in 2013, (B)(6) 2013, (B)(6) 2014. In (B)(6) 2013, the pump was reported to have been working fine, but there was an issue with the "clip to the outside of the catheter." The patient began to have horrible paralyzing spasms in her legs (from her bellybutton down). It was described as if the patient¿s leg was glued to the ground. The patient¿s husband had to bend the patient¿s legs/knees so the patient could walk. The patient also had bursitis and tennis elbow in her arms from using a walker. Per the patient, the one big paralyzing experience was from her bellybutton down to her knees. The patient¿s left leg was teaching the right leg to be spastic. It was noted that the patient¿s physician kept increasing and decreasing the pump, but did not check the age of the catheter or status of the pump until a dye test was performed in 2013 (no details were provided in relation to the dye test). The patient had been told that she was getting old, but it turned out that the pump was not working. The patient had performed a surgery in 2013 to try and correct the clip, but ended up "bruising the nervous system" and broke the pump. On (B)(6) 2014, the patient had a revision to correct a "kinked flipped catheter clip issue." However, it was noted that the pump became ¿messed up,¿ and ¿something was done to the patient¿s nervous system¿ as a result of the surgery. The patient did not get better, and as a result, the pump was aspirated and it was found that the pump was not working. It was noted that surgery performed and it was found that indeed the pump was not working. Nine months later, an operation was performed and this was when the patient the pump and nervous system were broken. A third surgery occurred on (B)(6) 2014 where the ¿pump was done correctly,¿ but the patient¿s nervous system had bruising. The patient experienced symptoms of spasticity in her legs and spasms where her whole leg would go frozen. The patient also experienced issues with her arms (also attributed to her bursitis and tennis elbow from using her walker).the patient had gone from doing well to not doing well and getting worse. The patient was dependent on her husband and he waited on her hand and foot. The patient had hired outside physical therapists to live in her house and help with and pull out the patient¿s contractions. After 5-6 days a week (after 5 weeks straight) the patient experienced some improvement. The patient had also hired extra help. The patient had been in physical therapy for 33 years. The patient had been in a wheelchair beginning mainly in (B)(6) 2014, but had used it prior this time as well. On (B)(6) 2013, the patient¿s whole pump system was replaced and the patient got much better. The patient¿s walking was incredible. Prior to the pump replacement, the patient was used to using walking sticks and only used her wheelchair to go longer distances, which was noted to have changed later. The patient stopped using the walking sticks and went completely to the walker. After the surgery on (B)(6) 2014, the patient still used the walking sticks and wheelchair. The patient couldn¿t wait to get her physical therapist who helped her recuperate after the (B)(6) 2013 surgery. The patient felt like she had regained all she had before; however, the physical therapist would not see the patient because the patient was spastic. The physical therapist referred the patient back to her neurosurgeon. On (B)(6) 2014, the patient¿s pump was working well, it was miss-implanted, and it was thought to have been broken. The consumer th ought that during an operation, the neurosurgeon did not bring the correct medication (date and details of the event were not provided). Per the reporter, the pump was working well and the patient had improved, but a mistake was made by putting the clip on the outside of the catheter. This was poking through the skin. Per the neurosurgeon, the reason that it did not work was because the patient was very thin and had thin skin. The patient went from walking to wheelchair, and the patient thought the healthcare provider declared it a success. The patient had three operations in nine months and something going wrong. After the issue in (B)(6) 2013 with the clip, the patient could not stand the idea of going through another operation and declined to get the surgery as suggested. The patient got much better, and the healthcare provider told the patient that the clip needed to come out of the small of her back that was poking through her skin. The patient had not been able to fit in chairs properly and went in on (B)(6)2014 to have the revision. During the second surgery, ¿they broke the pump.¿ the catheter was kinked and flipped at the t11-t12 location and something was done to the patient¿s nervous system during the surgery. The third surgery ((B)(6)2014) with the pump was performed correctly according to the consumer; however, not with the patient¿s nervous system. Per the patient, she was not allowed to see another neurosurgeon and didn¿t think that her current physician understood the pump. According to the patient, she had five surgeries and every time there was a ¿screw up.¿ the patient thought she was at a very concentrated dosage and the healthcare provider did not check this. The patient¿s pump was implanted at her waistline which the patient thought was an issue. Staples were put all the way down the front and down the back, which were the worst thing, according to the patient. The staples hurt for six weeks. Per the patient, one surgery went well and five went wrong. It was reported that the patient¿s kaiser record had her written off as wheelchair bound. The patient followed up with her neurologist who reviewed that the pump was implanted to help with the patient¿s gait and walking. Eight months following this statement, the healthcare provider checked the record and wrote that the patient had a scissor gait and that no one was tracking. The patient had been referred to several neurosurgeons and the patient saw a doctor in pain management. The patient had been treated with baclofen intrathecal, clonidine was added to the pump in 2014. When clonidine was added, the baclofen was decreased. The patient was currently being treated with baclofen intrathecal (2000 mcg/ml; 278.2 mcg/day; type and lot number unknown) and clonidine intrathecal (400 mcg/ml; 55.64 mcg/day). It was also reported that the old concentration of baclofen was 2000 mcg/ml and the old dose was up to 600 mcg/day. The old dose and concentration of clonidine were not known by the reporter. Additionally, the start and stop dates of the old and current doses/concentrations were not provided. Additional information received from a consumer on 12-jan-2016 indicated that many things have gone wrong and many errors had been made in regard to the pump implant procedures. Notes that were made by company representatives during various pump implants were requested, as a company representative had always been present according to the consumer. Should any additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l58814, implanted: (B)(6) 2013, product type: catheter. Concomitant product data has been updated. All previous concomitant product data no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after "the revision", the patient was getting more and more spastic to the point where now it is horrible and her legs are not working at all. "It is doing no good" for her. This all began (B)(6) 2014 with the revision and when she woke up from the revision, it felt like a muscle pulling in her thigh and she had never felt that before. This surgery was performed because they thought the pump was not working and the patient did not have relief/benefit. In (B)(6) 2014 they did an "indium" dye study thinking everything looked okay with the pump. It was decided to increase the daily intrathecal baclofen (itb) dose from "a lot lower dose" to a 20% increase every 2 weeks for 2 months. That still did not help with the symptoms. On the (B)(6) before the report date, the patient had a consult with a neurosurgeon and her pump was read by a company representative.